Event description:
A customer reported a leak of the cassette. Another device was opened. Additional information has been requested but not received to date.

Manufacturer narrative:
A sample is expected but has not yet been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer who reported that the leak occurred before the beginning of the surgery. No system message was displayed. There was no patient impact.

Manufacturer narrative:
Evaluation summary: the lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The DHR shows the product was released per specifications. The returned cassette was visually inspected. The inspection revealed that the incorrect pinch plate was manufactured to the cassette body; likely contributing to the customer's experience. The root cause of the customer's complaint is likely related to the incorrect pinch plate used during manufacturing of the cassette. The manufacturer internal reference number is: (B)(4).